Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that approximately two years and five months post index procedure the patient presented emergently with back pain. A non-contrast CT revealed that the aneurysm sac had enlarged. It was determined that the endurant ii stent graft bifurcate had a proximal type I endoleak. The physician elected to implant an aortic cuff and aptus endoanchors. The event was resolved. Per the physician the cause of the event was due to the patient anatomy of infrarenal aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.